Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix exceeded specification in the number of turns to extend and retract. The analyst commented that the helix would not extend due to the drive shaft lug being stuck behind the retraction stop.

Event description:
It was reported that the helix of the attempted right ventricular (rv) lead was locked in the retracted position. The helix was ultimately extended into the myocardium but the physician was dissatisfied with sensing performance. The lead was repositioned but r-wave sensing dropped slowly. The lead was left in place while a left ventricular (lv) lead was implanted. The physician then retracted the helix of the attempted lead to reposition it but the helix would not extend once again. The lead was removed and the helix was confirmed to be in the retracted position. A different lead was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.